Event description:
Information received from the field does not address the patient's clinical status but notes <200 ohms atrial lead impedance in both configurations. Bipolar capture was difficult to access and sensing was poor. Capture and sensing were not improved in unipolar.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received